Event description:
Replacement bottle for airlife pre-fill nebulizer kit (B)(4) was labeled as being opened (B)(6) 2011 at 0200. Within 24 hours of bottle being opened, when staff poured sterile water from the bottle to fill hi-flow cannula nebulizer container, the sterile water began foaming and smelled strongly of sulfur. The solution was slightly discolored. Lot # zi-0211001 2013-02. A second bottle of the same lot number was opened and had no odor. A third bottle, lot # lp 0810006 2012-08 was opened on (B)(6) 2011 and had a stronger odor than second bottle, but not as strong as initial bottle. There was no discoloration of the solution. All bottles were clearly labelled with findings and returned to company. The company was called and notified of the findings. All products (B)(4) lot # zi-0211001 2013-02 were returned to company and replaced.